Manufacturer narrative:
The cause of the ischemia, thrombosis, and paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
E1 added initial reporter phone number as it was omitted from the initial report that was submitted. H11 additional information was received that the pump is not available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced atrial fibrillation and lost doppler pulses. The pump was explanted and the patient underwent an embolectomy and an endarterectomy.